Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the clip was not well positioned on the tip of the needle. The nurse pricked his hand. As aes has been declared by the service. The fixation wings slide along the puncture needle after to have introduced the catheter in the vein. The nurse pricked herself. Clinical consequences. No incidence for the patient. Serology tests for the nurse.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). Visual and mechanical investigation performed. No defect detected. Device meets specification. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. No specific conclusion can be drawn.